Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 400mg/dl, with moderate ketones, associated with an alleged large prime volume. Reportedly, the patient discontinued pump therapy, and was treated with insulin via pump, insulin via injection, and intravenous fluids by a non-healthcare provider. During troubleshooting with customer technical support, it was revealed ¿the pump was taking forever to prime and it would take priming 55/7 units to get the insulin out¿. The pump was not priming the tubing during the load step. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a large prime volume issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the black box showed large prime volumes were administered. The last bolus delivery was a 2.05 unit normal bolus. The rewind, load, and prime steps were performed successfully with no alarms or large prime volumes. The cartridge with 100 units was correctly loaded into the pump. The pump passed force calibration testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No hypersensitive or stuck keys were found. No damage or moisture was found to the keypad flex connector or force sensor defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.